Manufacturer narrative:
(B)(4). Investigation summary: one sample was received and evaluated. It came in a sealed packaging blister. This sample is a 60ml syringe. The syringe was taken out of the sealed packaging blister and visually inspected first with a 10x magnifier lens and after with a 30x microscope. No damages, flash, or imperfections were observed to the thread, collar, luer-lok, and tip. Also, one photo was provided. It shows the bottom part of a syringe. The syringe is out of the packaging blister. Finishing of the luer lok, collar, thread, and tip appears to be acceptable. A root cause could not be determined. The representative sample received was found acceptable. The symptom reported by the customer couldn¿t be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9086546 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: a root cause could not be determined. The representative sample received was found acceptable. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a cracked/damaged/deformed/bent tip/luer. Product defect was noted prior to use. The following information was provided by the initial reporter: syringe tip not smooth.